Event description:
(B)(6) 2022, 15:51:23 pst, ice batch user (batch_ice) phone (B)(6), complaint: (B)(4). Complaint status: in process. Mdt initial contact: (B)(6). Taken by: (B)(6). Inquired what led up to the complaint. Customer response: transmitter not connecting to pump anymore loss of communication t/s per dop114-980. System model number: 670g. Transmitter model: guardian link 3. Customer reports loss of communication between pump and transmitter. Alarm(s) customer reports receiving: cannot find sensor signal. Event(s)/activity(ies) occurred before loss of communication began: normal use setting sensor. Xmtr ID is programmed into pump. Adv customer there are a few alerts that can occur while system is attempting to re-establish communication. Customer would not like to review alerts. Expl in order to determine possible cause of loss of communication, we will need to ask to disconnect transmitter from sensor and check a few other system behaviors. Adv to d/c the transmitter from the sensor and check connections. Customer states the connection bridge is damaged. Adv the transmitter may not be working. Customer's outcome pertaining to the complaint: oow cannot replace transmitter. Asked customer to send a new prescription. Ship: nothing / return: nothing. Country: germany. City: (B)(6). Zip:(B)(6). Input date:(B)(6) 2022. Warranty start: 11/20/2019. Warranty end: 11/19/2020. Batch - (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.